Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer discarded the alleged defective product. Most likely underlying root cause:mlc-61 -improper use/mishandled by end user. Based on the post market review (B)(4) and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the initial concern was resolved; customer discarded the product. No product will be returned for investigation.

Event description:
Customer is requesting assistance with syringes. Says that when injecting insulin, syringe jams up. Customer wants replacement. Customer confirmed that syringes are true plus. Customer does not have packaging with him. Customer discarded defective products. Referred customer to distributor for replacement. Advised customer that we cannot replace syringes and customer will return products to the pharmacy.